Event description:
According to the patient, the "unit was overheating" and periodically beeping. She said the unit felt so hot that it feels like burning in her leg. She is using a portable unit and does have a backup unit at home. She sustained a small burn on her leg which she said turn black in color, was sore and the next day was filled with water. The patient said she applied over the counter burn ointment, and the burn was doing better. She stated that the unit has been hot prior while she was riding in her car, but she did not know what it was. She does have a backup unit and did not go to the hospital. She stated she did not suffer from any other medical condition/changes due to this incident, currently doing ok at the time of the call. She is on o2 24/7 on the portable unit and has a history of heart and lung problems. She did not want to disclose medications she is currently taking.

Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.